Manufacturer narrative:
Concomitant product: hospira 1 l IV bag. No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that 24 hour oncology infusions are completing 1.5-2 hours sooner than they should (i.e. Running in over 22-22.5 hours instead of 24 hours). The typical drugs are cytarabine, and ifosfamide/mesna. Their previous practice was to remove overfill from the liter bags but they no longer are performing this practice; they prime the tubing with 0.9% nacl. It was reported that the issue is not happening with all chemo drugs. Troubleshooting information was provided to the customer regarding clinical practices that may affect rate accuracy. The customer declined any further investigation.